Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: the suspected device was returned for evaluation. There was no physical damage to the device. The customer reported issue of ¿over infusing" was not confirmed/duplicated. Performed three delivery accuracy tests and all three were within specification. No repairs were conducted to resolve the reported issue. Further investigation found the motor was overdue for service, the battery compartment, door, internal gaskets, environmental seals were all corroded, and the downstream occlusion (dso) seal was separating. Replaced the motor, battery compartment, door, internal gaskets, environmental seals and dso seal. Performed downstream occlusion (dso)/upstream occlusion (uso) sensor calibration. Updated software and unit reset to standard configuration. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿over infusing¿; during device evaluation it was found the downstream occlusion (dso) seal was separating. The event occurred during testing. There was no patient involvement.